Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, during deployment, the device misfired secondary to calcium. The device was removed. A 9-french dilator was placed in the artery, followed by a prostar xl device, which was then pre-deployed and the suture was tagged. After completion of the procedure, the sheath was removed, the prostar device sutures were tied and there was immediate hemostasis. The patient tolerated the procedure well and was taken to the pacu in good condition with warm, pink feet. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for the proglide device mis-firing can be influenced by, includes, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing, the needle trajectory of every device is verified twice and all proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. Challenging patient anatomical conditions may influence needle trajectory that may contribute to a needle-to-cuff miss. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification. The amount of deflection will depend on the severity of the anatomical conditions. It was reported that the device mis-fired secondary to calcium. The instructions for use states in the special patient populations section that safety and effectiveness has not been established in patients with femoral artery calcification which is fluoroscopically visible. Although, there is indication anatomical conditions influenced the product experience, it could not be confirmed. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, changing the angle, rotating or rocking the device at any point during needle plunger deployment, not depressing the black plunger to contact the purple body, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The operator was reported to be trained in the use of the proglide device. There was no information provided to suggest incorrect operator deployment technique. Based on the reported information and the inspection criteria a definitive cause for proglide device mis-firing and associated patient effects appears to be related to operational influences. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, after suture deployment, the suture broke.

Event description:
It was reported that prior to an abdominal aortic endoprosthesis repair procedure, pre-close placement of the sutures was attempted in the right common femoral artery using perclose proglide devices. Reportedly, during use, the suture broke. The device was removed over a guide wire and a prostar xl device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide and prostar xl devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors causing a suture break included, but not limited to, incorrect operator deployment techniques, manufacturing deficiencies, and challenging anatomical conditions. A suture break may occur if the needle plunger is removed aggressively, the suture is nicked by rotating suture trimmer, the thumb knob is released and the gate is closed on the suture, if excessive suture tension is applied during knot advancement, if a quick jerky motion is used to apply tension on suture, pulling laterally or medially on suture limb, and if the incorrect end of the suture was pulled during knot advancement. The complaint information did not report any incorrect operator deployment technique. Due to the monofilament suture not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. However, during the manufacturing process all devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection all devices undergo inspections to verify suture is not damaged or deformed. There were no challenging anatomical conditions reported. A femoral angiogram performed revealed no calcification, tortuosity, or scarring at the access/groin site. The proglide instructions for use do not indicate any patient conditions associated with suture breakage. Based on the reported information and the inspection criteria, a definitive cause for the reported suture break and associated patient effects could not be determined. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database did not reveal any other reported incidents for the suture breaking. At final inspection all devices undergo inspections to verify suture is not damaged or deformed and a sample of devices from each lot must be successfully functionally deployed as part of quality assurance lot release testing. A product quality deficiency was not noted.